Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not detect cassette. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal. A review of the event history log (ehl) showed multiple cassette not attached properly alarms. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to an unresponsive upstream occlusion sensor. As a result, the upstream occlusion sensor and downstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.